Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the balloon might be leaking since it could not be fully inflated. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.